Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (70 mg/ml at 36 mg/day) via an implantable pump for non-malignant pain. It was reported by the healthcare provider (hcp) that they were expecting to get 4.7 ml back from the last refill but got the full 20 ml back. The last pump refill on (B)(6) 2026 was uneventful, and they got back the expected residual amount. Agent reviewed option to do a cap study and/or dye study and do a surgical revision if needed. Caller stated that patient (pt) did not experience any falls or trauma since the last refill. Caller mentioned that the pt had an MRI on 3/30 to look for a granuloma; caller did not elaborate on results of the scan. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stating that the cause of the volume discrepancy was not determined. It was confirmed that the patient's magnetic resonance imaging (MRI) showed no granuloma at the catheter end. The healthcare provider decreased the medication dose to lowest possible infusion rate and only 2cc's of medication was instilled. It was reported that the healthcare provider is planning for the device to be explanted per patient's request. The surgery has not occurred but will be planned for the near future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.